Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the bearing of the craniotome device was damaged, the tip of the device was bent and the device failed pre-test for temperature assessment and vibration. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: 01) (B)(4), (21) (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearing of the craniotome device was damaged and the tip of the device was bent. It was further determined that the device failed pretest for visual assessment, temperature, vibration, and cone verification. It was noted in the service order that there was a bearing failure. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.